Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy, the surgeon could not close the jaws and could not fire the device. They replaced the reload and the firing was completed. No patient injury.